Event description:
It was reported that the patient presented for an upgrade procedure. Prior to the procedure, upon interrogation, the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.